Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that stored episodes of the right ventricular (rv) lead showed short ventricular to ventricular intervals and noise. During the office visit, the patient did isometrics and arm movements. When the patient crossed their left arm across the chest, the behavior was reproduced. The lead impedance was not changed. The lead remains in use. No patient complications have been reported as a result of this event.